Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that once the farawave catheter was introduced into the sheath, the physician aspirated the sheath, but air continued to fill the syringe. The procedure was completed successfully by using a different device, same model. No patient complications have been reported. The product was received for analysis and investigation is in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves.

Event description:
It was reported that during the atrial fibrillation ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that once the farawave catheter was introduced into the sheath, the physician aspirated the sheath, but air continued to fill the syringe. The procedure was completed successfully by using a different device, same model. No patient complications have been reported. The product was received for analysis.